Event description:
This is a report to match a previously submitted user facility medwatch report ((B)(4)). A dual filter sentinel device was prepared for use as an accessory cerebral protection filter device during a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2018. Upon opening the packaging within the sterile field, material resembling a hair was reportedly present on the sentinel packaging mandrel (a component included in the packaging of the sentinel device that extends from the device tip and is removed prior to use). While the physician attempted to take a picture of the noted hair-like material, it fell off of the packaging mandrel and was lost. The device was not used and was sent back to claret medical for evaluation. No patient injury occurred and a second sentinel device was used successfully during the case. This potential manufacturing defect (i.e. Presence of foreign material in device packaging) was first reported to claret medical by the user facility on 06/18/2018 and the device was received for engineering evaluation on 06/26/2018. Engineering evaluation did not identify any contamination in the packaging or on the sentinel device; the device functioned as intended. The hair-like material was reported to be discovered by hospital personnel only after opening the sentinel device packaging; no actual imaging (i.e. Photograph) of the material on the sentinel device was provided nor was the hair-like material returned for analysis. Therefore, it cannot be definitively confirmed what the noted material was or its possible origin (i.e. To definitively conclude that the reported hair was present in the sentinel device packaging prior to opening it).